Event description:
It was reported that this pacemaker was explanted due to pacing frequency issues and discomfort from the patient. The treating physician experienced difficulties to adjust the device's sensors since implant. Intermittently, the pacing rate was found higher than required upon rest and lower than expected during exercise. The physician suspected the minute ventilation sensor (mv) feature failed to respond as expected. Testing and reprogramming were attempted on several occasions; however, impedance measurements were normal, no abnormalities were found and the pacing issues continued. As result, the physician elected to replace the device. The stored data was sent for further analysis. No additional adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker was explanted due to pacing frequency issues and discomfort from the patient. The treating physician experienced difficulties to adjust the device's sensors since implant. Intermittently, the pacing rate was found higher than required upon rest and lower than expected during exercise. The physician suspected the minute ventilation sensor (mv) feature failed to respond as expected. Testing and reprogramming were attempted on several occasions; however, impedance measurements were normal, no abnormalities were found and the pacing issues continued. As result, the physician elected to replace the device. The stored data was sent and initial engineering analysis did not found indications of device malfunction. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.